Event description:
The customer observed false negative alinity I anti-hcv results for a male patient. (B)(6) 2024 sid (B)(6) results = 0.3 s/co and 0.29 s/co; siemens atellica result = 1.7 positive; result confirmed by inno-lia hcv test 3 times with positive results (no specific data provided) rt pcr hcv result = negative (no specific data provided). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely non-reactive alinity I anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lots performed as expected for this product. A review of tracking and trending did not identify any trends associated with the likely cause lot number. The device history record review did not show any non-conformances, potential nonconformances or deviations associated with the complaint issue. In-house testing of a retained reagent kit of the complaint lots was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv assay for lot number 61277be00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Correction to the initial report section g3 from 6/6/2024 to 7/2/2024, as abbott was not aware of the incident until 7/2/2024 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I anti-hcv results for a male patient. (B)(6) 2024 sid 2405005177333 results = 0.3 s/co and 0.29 s/co; siemens atellica result = 1.7 positive; result confirmed by inno-lia hcv test 3 times with positive results. (No specific data provided) rt pcr hcv result = negative (no specific data provided) no impact to patient management was reported.

Event description:
The customer observed false negative alinity I anti-hcv results for a male patient. (B)(6) 2024 sid (B)(6). Results = 0.3 s/co and 0.29 s/co; siemens atellica result = 1.7 positive; result confirmed by inno-lia hcv test 3 times with positive results (no specific data provided) rt pcr hcv result = negative (no specific data provided) no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. All available patient information was included. Additional patient details are not available.